Event description:
An optometrist reported that a pt who had undergone bilateral lasik, had dry eye and difficulty focusing at near. Symptoms have resolved with artificial tears (recommended by the surgeon) and using reading glasses for near vision. This will address the right eye. A separate report will be filed for the pts' left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).